Manufacturer narrative:
Additional patient identifier reported as (B)(6). Additional device code: hrs. (B)(4). Device broke during insertion; device not considered implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) is utilized as the screw broke intraoperative while inserting however additional interventions were done to attempt to remove the screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an ankle syndesmosis repair on (B)(6) 2017. During the procedure a 4.0mm fully threaded cancellous screw broke off during insertion. The patient had very hard bone and the screw was put in on power snapping the head off when the screw was about 3mm from being fully inserted into the fibula and tibia. This caused an eighty (80) minute delay in surgery as they had to trephine the screw out of the fibula and tibia. The patient is reported as being stable and surgery was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unanticipated x-rays were performed during the procedure.